Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the ventilator was failing the extended self test (est). The se isolated the issue to a loose cable on the exhalation valve. The se reconnected the cable to the exhalation valve. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was locked up and inoperable. The ventilator was not in use on a patient at the time the event occurred.